Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal perforation requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted reducing the mr to a grade of 1-2. After the steerable guide catheter (sgc) was removed from the patient a right to left shunt was noted. The atrial septal defect (asd) caused by the sgc was treated with catheter therapy. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation associated with the atrial septal defect (asd) was due to procedural circumstances during the transseptal puncture. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.